Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports that during infusion set change, insulin spilled into reservoir compartment when attempt was made to install reservoir. Customer's blood glucose was 168 mg/dl. During troubleshooting, customer was advised that insulin spillage was isolated to only the reservoir compartment. Customer was advised to dry reservoir compartment with sterile gauze. No further information provided.